Event description:
It was reported by the patient that the previously working patient-assist activator for the implanted loop recorder had "dead batteries" after "only" four months of use. It was further reported that the battery light on the activator did not light. Replacement batteries were being sent to the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.